Manufacturer narrative:
Concomitant medical products: c4tr01, crtp, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that when the left ventricular (lv) lead was implanted there was something "wrong" with the lead that needs to be fixed. The lv lead remains in use. No patient complications have been reported as a result of this event.